Event description:
Pt had to go back to the operating room for removal. During hip replacement, a piece of metal (a ring or coil) came off the flexible drill bit holder. The surgeon was not aware as it did not show up in the post op hip x-ray. The pt had no complaints but a later x-ray identified the metal. The pt was taken back to the operating room and it was removed. The pt did well and was discharged home.